Event description:
Information was received from the company representative (rep) regarding a patient receiving new baclofen (n/a/ 2000 mcg/ml) old baclofen (63.9 mcg/day/500 mcg/ml) via an implantable pump. The indication for use was unknown. It was reported that the company representative (rep) said that he was at a pump revision where they had to move the pump. The technical services (ts) could not get much information as they were in the middle of surgery. The rep stated that they were able to move the patient's pump and then they did a cap aspiration and the caller stated that he noticed that they did not update the pump from 500 to 2000 micrograms per ml. The rep stated that he stopped the bolus as he thought there would be an issue with the wrong concentration being primed. The rep stated that .098 ml were distributed. The rep stated that they did not prime the pump and wanted considerations. The ts called back with clarifying the correct primes and bridge boluses to perform to properly deliver the 500. The ts reviewed that the new 2000 concentration could only do 96 micrograms a day. The rep reviewed with doctor the new dose and the doctor stated that they did not want the patient getting any of the 2000 micrograms per ml. The ts gave considerations but the rep stated that he knew what to do from here. The ts did mention to him to clear the catheter and would want to look at doing a full system content removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software additional information received on (B)(6)2022 determined that the information regarding the pump revision was captured in manufacturer's report number [705273075] and is from the same event. All follow up reports regarding the pump revision will be submitted under this report number medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting patient identifier information and pump serial number. Actions to resolve not updating the drug concentration/not priming the pump included aspirating the catheter, 0.2 ml was primed, catheter was aspirated a second time, and then primed the drug to the catheter tip. The event was reported to be resolved and patient weight was unknown.